Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a battery failed alarm, no delivery alarm, and sometimes the pump was saying no insulin, even though the insulin was there in the pump. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-397a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. However, no events were recorded to confirm any battery anomalies. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool revealed no relevant alarms to confirm any delivery anomalies. During testing, no relevant alarms were noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No low reservoir anomalies were noted during testing and unit functioned as expected when testing for any low reservoir anomalies. Unit also passed the sleep current measurement, active current measurement and self-test. No failed battery alarms noted during testing. The pump was received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was noted on lcd flex connector gold traces. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations of insulin flow blocked alarms were not confirmed when no unexpected alarms were noted during testing. Allegations of low reservoir anomaly were not confirmed when no anomalies were noted while testing unit. Allegations of failed battery test were not confirmed when no unexpected failed battery alarms were noted during testing. However, due to moisture damage noted during deconstructive analysis, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.